Event description:
Event verbatim [preferred term] indication: stapedotomy [off label use], indication: stapedotomy [device use issue], sensorineural hearing loss [deafness neurosensory], labyrinthine fistula [labyrinthine fistula]. Narrative: this case has been considered as non-pfizer product included. This is a literature report for the following literature source(s): "cochlear reaction following stapedectomy. A comparison of two techniques", arch otolaryngol, 1968; vol:88(5), pgs:481-490. Patient(s) (no qualifiers provided) received absorbable gelatin sponge, for stapedectomy. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: off label use (intervention required, medically significant), device use issue (intervention required, medically significant), outcome "unknown" and all described as "indication: stapedotomy"; deafness neurosensory (intervention required, medically significant), outcome "unknown", described as "sensorineural hearing loss"; labyrinthine fistula (intervention required, medically significant), outcome "unknown". The action taken for absorbable gelatin was unknown. No follow-up attempts are possible. No further information is expected. Follow-up (02may2023): this is a literature report for the following literature source: cochlear reaction following stapedectomy. A comparison of two techniques, archives of otolaryngology, 1968, vol: 88(5), pgs: 481-490. This is a follow-up report based on the receipt of the publication; the case has been updated to include additional information identified in the publication. Updated information included: reporter info (suffix, occupation, address) and literature info (journal name), rmh and lab data were updated. This case has been considered invalid as non-pfizer product included, and this case is being deleted from the database for the following reason: existence of pfizer suspect product not confirmed at follow-up.

Event description:
Event verbatim [preferred term] indication: stapedotomy [off label use], indication: stapedotomy [device use issue], sensorineural hearing loss [deafness neurosensory], labyrinthine fistula [labyrinthine fistula], , narrative: this is a literature report for the following literature source(s): "cochlear reaction following stapedectomy. A comparison of two techniques", arch otolaryngol, 1968; vol:88(5), pgs:481-490. Patient(s) (no qualifiers provided) received absorbable gelatin (gelfoam), for stapedectomy. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: off label use (intervention required, medically significant), device use issue (intervention required, medically significant), outcome "unknown" and all described as "indication: stapedotomy"; deafness neurosensory (intervention required, medically significant), outcome "unknown", described as "sensorineural hearing loss"; labyrinthine fistula (intervention required, medically significant), outcome "unknown". The action taken for absorbable gelatin was unknown. No follow-up attempts are possible. No further information is expected., comment: the events of off label use, device use issue, sensorineural hearing loss and labyrinthine fistula are assessed as serious, associated with the product absorbable gelatin (gelfoam), and unlisted in the cds of the pfizer suspect product absorbable gelatin. This case will be reassessed when additional information is received.